Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed when asymptomatic patient presented in-clinic for follow-up. Programming changes were made. Device remains implanted.